Event description:
Surgeon reported breakage of stem extension at femur of hinged knee prothesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted femoral stem confirmed the fracture. The femoral stem fractured due to low stress, high cycle fatigue. The femoral bone supporting the stem and sleeve were compromised by a previous bone fracture. Some stress-shielding of the bone may also have occurred at the bone adjacent to the cerclage wire, further reducing the bone support. The reported patient large physical stature and bone quality are possible contributing factors. Provided information stated the implant was clearly overloaded due to the patient¿s weight and lack of bony support. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.